Event description:
Per complaint (B)(4), after clinical procedure, deformation was occured.

Manufacturer narrative:
Updated b4 for report submission date, g1 for contact information, g3 for awareness date of new information, g6 for report type and sections d9, h1, h2, h3, and h6 to report that the device will not be inspected due to being lost.